Manufacturer narrative:
Age at time of event: about 60. (B)(4).

Event description:
It was reported the stent was prematurely deployed. The target lesion was located in the superficial femoral artery. A 6x120 epic vascular stent was selected for use. While loading the device onto the guide wire, tension was noted with the device and it deployed prematurely prior to entering the sheath. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) and stent. The safety lock was in position on the rack, when received. Microscopic inspection presented no damage to the shaft. The inner diameter (ID) of the catheter was measured at the distal tip and is within specification. The stent was received partially deployed. The stent was deployed 1cm outside of the shaft. The guidewire used in the procedure was not received with this device. A .035¿ amplatz super stiff guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the tip and the handle of the device. The guidewire was able to pass through the shaft both times with no resistance or issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the stent was prematurely deployed. The target lesion was located in the superficial femoral artery. A 6x120 epic vascular stent was selected for use. While loading the device onto the guide wire, tension was noted with the device and it deployed prematurely prior to entering the sheath. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.